Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex artery. The 12mm x 2.75mm nc quantum apex balloon catheter was used in pre dilatation after a non bsc guidewire crossed the lesion. However, during unknown inflation at a nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).